Manufacturer narrative:
MFR's investigation is ongoing. If additional info is received, a f/u report may be submitted.

Event description:
It was reported that the stretcher is difficult to push and a nurse allegedly hurt their back.